Event description:
Event description boston scientific received information that two days after this pacemaker was implanted, the patient was unable to stand or walk. Per the patient, the device's rate response feature was incorrectly programmed and an ambulance was called to take him to the hospital. The patient stated that the device was reprogrammed, and he is now reportedly doing fine.